Event description:
It was reported that during a surgical procedure at the user facility, a seam was torn in the toga. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device not available for return - disposed of.